Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was bent. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
This report was inadvertently filed. No charging issues were reported. The usb cable was bent; however, it was reportedly still able to charge the pump.